Manufacturer narrative:
Additional information :the lot was manufactured between july 10, 2018 - july 11, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing. The reported condition was verified.the cause of the condition could not be determined.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked at the center port juncture. The event occurred before patient use. There was no patient involvement. No additional information is available.